Manufacturer narrative:
The exact weight of the patient is unknown; however, approximately 190 lbs. The complainant was unable to provide the suspect device catalog/model number, lot number; therefore, the lot expiration and device manufacture dates are unknown. Reporter is the patient and due to confidentiality will not be provided. The complainant indicated that the device will not be returned for evaluation as it has been implanted; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a one step button gastronomy kit (the exact upn is unknown) was used during a replacement procedure performed on (B)(6) 2010. According to the complainant, post procedure, the cap on the button was leaking bile and nutrition. The patient stated this only happened during the day. There were no patient complications reported as a result of this event. The patient's condition was reported to be fine.